Manufacturer narrative:
The model solara3g power wheel chair has serial number (B)(4). This device has been manufactured since july 2009. This issue is the second known issue with paint thickness on the bracket affecting the latching mechanism. The device back cane was not latching due to the variation in the paint finish on the bracket pn 1159547. A deviation has been issued to change the paint finish on the bracket pn 1159547 from paint to an e-coat [electroplated paint] finish until the change notification can take affect.

Event description:
The tbm states when the consumer is in the chair and pressure is exerted in any way, the fold down back engages. No injury is alleged.